Event description:
There is no allegation from a health care professional that the death was related to the device. It was reported that the cause of death was unknown. It was noted that the patient presented to the ER with sudden chest pain, blue and low blood pressure. Rescue measures were performed, however, patient expired. Post-implant, patient recovered well and all measurements were in normal range. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.